Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the straight suction was broken. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect suction was returned to the manufacturer for evaluation. Testing found that the suction would not consistently verify. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.